Event description:
It was reported to baxter (B) (4) that a folfusor sv 2ml/hr overinfused during patient use. The infusor was filled with 54 ml of 5-fu and 42 ml of 5% glucose (total 96ml filled). The device was set to infuse for 48 hours; however, the device was discovered empty after 24 hours. There is no patient/user/other person's injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
The customer reported the device is not available for evaluation; therefore, the device will not be received by baxter. Should the device be received, a follow-up will be filed upon completion of the evaluation or if additional information becomes available. (B) (4)